Event description:
It was reported that while performing an ankle procedure, the tip of the instrument broke off in the patient. The doctor retrieved it with no injury and no delay in surgery.

Manufacturer narrative:
No injury was reported. Trending of the conquest instrument line has shown some device tip breakages due to user handling or ductile fatigue. To minimize and potentially eliminate this type of event, some of the instruments are being redesigned with a stronger jaw and a new shear pin.